Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat' was confirmed. In the pre-repair diagnostic assessment, the temperative tested failed. If additional information becomes available, a supplemental report will be submitted.

Event description:
Report received from (B)(6) stating that the device was returned for service. During servicing, the device was discovered to be over heating. The device was not being used during surgery. No injury or medical intervention occurred. The date of event was unknown. No additional information provided.